Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient's nurse reported a patient was hospitalized due to peritonitis. The patient was admitted to the hospital on (B)(6) 2016 and discharged (B)(6) 2016. The patient was treated with antibiotics (vancomycin 1g) every 48 hours. It was noted the patient had several past issues with her catheter and was now switched to hemodialysis.

Manufacturer narrative:
Additional information: describe event or problem, relevant tests/lab data, other relevant history; model/lot #, concomitant medical products. The complaint sample is not available and the lot number is unknown, thus a search of the lots delivered to the patient was conducted, with a time frame of three months before of the occurrence day. According to the system no product is available from this lot on distribution centers to be analyzed. The entire lot has been sold and distributed. Device history record review was performed. No nonconformance reports or other abnormalities during the assembly of potentially related lots were found. Based on this, is concluded the product involved met specifications. There was not documentation in the complaint file that supports a possible association between the product and the event. No malfunction was reported. . In addition, the record review confirmed the labeling, material, and process controls were within specification. Clinical review of the medical records did not reveal a causal relationship between fresenius peritoneal dialysis products and the event of peritonitis. There was no allegation against fresenius products. The hospital notes indicated the patient¿s peritonitis was due to the peritoneal dialysis catheter. Streptococcus mitis is most commonly in the throat, nasopharynx and mouth. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Event description:
Medical records were provided by the patient's treatment facility. The peritoneal dialysis registered nurse (pdrn) indicated the patient usually follows the procedure and the patient's catheter looked fine. The patient had complications before with her catheter several times and was hospitalized for that, therefore doctor advised her to change to hemodialysis.